Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[unit is giving continual low battery warnings, and has done so with two batteries. Attempted to do a battery reconditioning which returned a new battery capacity of 0 my suspicion is that the charger¿s died]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[unit is giving continual low battery warnings, and has done so with two batteries. Attempted to do a battery reconditioning which returned a new battery capacity of 0 my suspicion is that the charger¿s died]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[unit is giving continual low battery warnings, and has done so with two batteries. Attempted to do a battery reconditioning which returned a new battery capacity of 0 my suspicion is that the charger¿s died]. There was no reported patient involvement.

Manufacturer narrative:
Correction : annex b : b21 annex c : c21 annex d : d16 additional information : annex a : a0721 annex g : g02027 annex b : b01. Annex c : c02. Annex d : d15.